Manufacturer narrative:
An event regarding increased metal ions in blood and corrosion at the taper junction involving an unknown secur-fit max stem was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that "after implantation, patient began experiencing discomfort in the area of the device. Further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood...potential existence of a fluid collection about the hip prosthesis." It is further alleged that during revision surgery on (B)(6) 2013 "her surgeon noted the presence of corrosion at the taper junction of the secur-fit stem."